Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional thearpy electrodes) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause of the open pulse wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported the belt had non-functional therapy electrodes.